Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. Carefusion field service representative (fsr) went onsite to evaluate the reported issue. The fsr determined that the device required replacement of the gas delivery engine (gde). The gde was replaced and the device was returned to the customer operating to manufacturer specifications. The suspect gde was returned to carefusion and is pending further evaluation. Once final investigation is complete then a supplemental report will be submitted. (B)(4).

Event description:
The customer reported while using the avea ventilator, the fio2 was inop. The customer stated there was a patient on the unit when the reported issue occurred. The patient was switched to another ventilator with no harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The fio2 delivery was out of tolerance as measured during the blending accuracy low ve test. The root cause of the reported issue was due to a regulator/relay out of balance and o2 blender out of calibration.